Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the defective serial digital interface (sdi) output 1 terminal could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the visera 4k uhd camera control unit, the sdi input port was deformed by bumping, which made it difficult to plug and unplug the maj-2253 and had no impact on other functions. There were no reports of patient harm or impact associated with the event. During the inspection at the repair center, it was found that c port of sdi out 1 terminal in the rear panel was deformed, which cause the video cable failed to be connected. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The investigation revealed: that c port of sdi out 1 terminal in the rear panel was deformed, which cause the video cable failed to be connected. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.